Event description:
The customer reported the device provided lower than expected readings. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection identified the housing has separated at the top of the device. The separation did not impact the functionality of the device. The unit was able to power on using battery power. The device was subject to measurement accuracy testing and no issues were identified related to spo2 or pulse rate measurements. The customer complaint was not duplicated., corrected data: additional information: d4. Serial # updated from a blank field to (B)(6). D4. Unique identifier updated from a blank field to (B)(4). H4. Device manufacture date updated from a blank field to (B)(6)2019.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the device provided lower than expected readings. No patient impact or consequences were reported.